Event description:
Customer reported to have high blood glucose of 414 mg/dl and was calling in order to perform high pressure test. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir, and insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.